Event description:
A customer's doctor reported to beckman coulter, inc. (Bec) that an operator injured her back while carrying and replacing 20 liter container of coulter act 5 diff diluent on coulter act 5 diff al hematology analyzer. The operator sought medical attention for her injury with the facility's doctor, and was treated with anti-inflammatory medication. The operator is currently working but was advised not to lift or carry heavy load for a month.

Manufacturer narrative:
Per the information provided, the lab personnel typically will drag the containers on the floor to the instrument. The customer's doctor indicated that carrying 20 liter load (20kg) was unacceptable for a (B)(6) person. Per the information provided, the customer's doctor inquired the diluent manufacturer (B)(4) into the availability of smaller volumes. However, beckman coulter distributes the act 5 diff diluent reagent in the 20l configuration only for this instrument. The customer's request for smaller volume (lighter weight) of act 5 diff diluent container is documented. There was no service provided for this event. Root cause for this event is attributed to use error involved with transporting and handling the 20 liter diluent containers.